Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the stent found that on the first proximal row; stent struts were pulled proximally. Stent damage most likely occurred during withdrawal attempts. The bumper tip of the device showed no signs damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube kink 471mm distal of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 16nov2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The target lesion was located in a coronary artery. A 3.50x24mm promus element¿ plus drug - eluting stent was advanced but failed to cross the lesion despite repeated attempts. The device was removed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.